Manufacturer narrative:
The reported event of difficulty removing lead from ipg header was confirmed based on the as-received condition of the ipg. X-ray analysis revealed a lead terminal end contact was stuck in port 2 of the ipg header. Per event details, the lead terminal end contact became detached and stuck in port 2 during the lead revision procedure. The terminal end contact could not be removed from the ipg header.. As received, the set screw for port 2 was fully engaged. Normal operation of the set screw for port 2 was observed. However, lead insertion and removal testing for port 2 could not be performed due to the lead terminal end contact being stuck in the ipg header.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's l1 and l2 leads had high impedances. Surgical intervention was undertaken, and the leads were explanted and replaced. During the procedure, the l1 lead was stuck inside the ipg and the ipg was explanted and replaced as well.